Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and rewind properly. However, the device was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump has scratched display window and scratched case.

Event description:
It was reported that the customer was not able to rewind the insulin pump, and the customer attempted several times to rewind with no results. No further information was provided.